Event description:
Case description: patient (gender and age was not reported). Action taken to novopen was not reported. Investigational results : name : novopen. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with the following : annex b,c,d and g codes updated. Inv results updated. Narrative updated. Final manufacturer's comment: 05-feb-2021: the suspected device novopen has not been returned to novo nordisk for evaluation. Batch number of device is not available, no batch trend analysis performed. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced adverse events. H3 continued: evaluation summary: investigational results. Name : novopen. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalisation [hospitalisation]. Piston rod of novopen was stretched and could not be put inside [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "hospitalisation(hospitalisation)" with an unspecified onset date, "piston rod of novopen was stretched and could not be put inside(device component malfunction)" with an unspecified onset date, and concerned a patient who was treated with novorapid chu penfill (insulin aspart) solution for injection, 100 u/ml (dose, frequency & route used - unk, subcutaneous) from unknown start date for "diabetes mellitus", , novopen (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus (type and duration not reported). On an unknown date, patient was admitted to the hospital. The details of hospitalization were unknown. The piston rod of novopen was stretched and could not be put inside. Batch numbers of novorapid chu penfill and novopen are not available. Action taken to novorapid chu penfill was reported as unknown. The outcome for the event "hospitalisation(hospitalisation)" was unknown. The outcome for the event "piston rod of novopen was stretched and could not be put inside(device component malfunction)" was not reported. No further information available. Preliminary manufacturer's comment: the suspected device (novopen) has not been returned to novo nordisk for evaluation. No conclusion has been reached.